Manufacturer narrative:
Additional narrative: patient age, gender, and weight are unknown. Event date: unknown. Implant date: unknown. Explant date: unknown. This report is for an unknown prodisc pdc implant/unknown lot. Unknown part number, UDI is unavailable removal of the hardware. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) study patient reported an unknown prodisc-c implant was the reason for the removal of lumbar spinal hardware. This report is for an unknown prodisc pdc implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of increased headaches. This event was over 5 years after surgery, and there is no indication that this event was related to surgery or implants. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of increased headaches. This event was over 5 years after surgery, and there is no indication that this event was related to surgery or implants. If additional information becomes available, this determination should be re-reviewed by a clinician.